Event description:
Contact reported that it was noted during follow up that one of the eagle screws implanted had backed out 2mm. Pt is asymptomatic and the surgeon is taking no action at this time. As events of this nature could result in surgical intervention an MDR shall be filed.